Event description:
It was reported that the patient was seeing the poor communication screen for the two nights prior to this report. It was noted batteries were changed and the implantable neurostimulator (ins) had been charged the day prior to this report. It was noted patient adjusted antenna cord and was now seeing regular programming screen and the programmer was working. Additional information received reported that the patient was not feeling stimulation the same way they were previously. It was noted patient does not feel stimulation however, sometimes it came on randomly. It was noted this started about a week prior to this report and has progressively gotten worse. Stimulation was usually felt at 1.8 or 1.9, but at 3.3 was still not feeling stimulation. Patient did have a fall about a month prior to this report, patient had fallen on their hip with the implant. Additional information was received reported that the patient had received assistance and their concerns were resolved on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3778-75 lot# serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3550-29 lot# n153073, implanted: 2008 (B)(6); product type accessory product ID 37752 lot# serial# (B)(4); product type recharge. (B)(4).